Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/25/2025, a sales representative reported via (B)(4) that an ar-9236-01pp univers vaultlock¿ glenoid trials enter peg broke off during a total shoulder arthroplasty when the trial was removed. The central peg was easily retrieved. There was no delay in the case or harm to the patient.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-9236-01pp batch /serial number (B)(6) was received for investigation. Functional testing was not performed as the device was received broken. Visual evaluation found that the central pole was broken off. Further evaluation found that the pole material has a crack. The device's material also shows nicks and missing pieces. The most likely cause of the reported failure is wear and tear on the device, which was manufactured on 11/22/2021. The complaint allegation was confirmed.